Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported on (B)(6) 2017 they experienced a return of symptoms and had been in a lot of pain. The consumer was also still sore from having their stitches and staples removed the same day. The following day the consumer was trying to increase stimulation using the patient programmer (pp), but it wasn¿t working. During the call the pp was used to check the device which showed stimulation was off. Following this stimulation was turned on allowing the consumer to comfortably feel stimulation resolving the issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.